Event description:
A nurse reported the system settings were changing on their own during the second procedure of the day. No problems had been experienced during the first case. There was no pt impact reported.

Manufacturer narrative:
The facility called a technical support specialist (tss) to assist with troubleshooting. Per the customer, system settings were changing on their own. The tss advised the customer that it may have been a stuck button on the remote control, as the customer had indicated that phaco power went to 0 and there was a yellow box around it. The tss gave the customer the part number for a new remote control and advised them if the problem happens in the future to take the remote control out of operating room. The facility did not request service. No samples were returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).